Event description:
Uncomplicated attempt at ablation of isthmus dependent atrial flutter, utilized two catheters, a duodeca daig catheter placed around tricuspid valve with tip in coronary sinus and chilli catheter within daig long septal sheath. Chilli catheter prepped in standard fashion before placement in body. During attempts at burning, intermittent high impedances (140-200 ohms) were noted. Removal of the catheter was unremarkable, i.e. No coagulum seen and catheter returned to body. Ablation was successful with no complications to patient, however repeat burns again intermittently associated with elevations of impendence. At the end of the case, when the chilli was withdrawn, breaks in the surface of the catheter between the second and third electrodes were observed. The returned devices was been analyzed. The break in the catheter surface appears to be a "v" shaped notch, due to penetration of the surface at an angle. The area of the notch was less than 5mm in width and length. There was no evidence of material detaching from the device. The investigation to determine the cause of the malfunction is in progress.